Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that there was a brown particle, approximately 2 mm in size, inside the plastic of the rotating luer. The particle was not inside the fluid path. The origin of the brown particle could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one lead transfer set contained particles. There was no patient involvement. No additional information is available.